Manufacturer narrative:
The system was examined and the reported event was confirmed. A cracked lens was observed. The illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a cracked lens in the tabletop illuminator. However, a specific factor(s) that contributed to this event could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure there was poor illumination from port one and port two. The case was completed with no harm to the patient.